Event description:
It was reported the patient¿s stimulator and lead sites were infected. The right gluteal site was red and the pocket was full of liquid pus. The lead site had signs of infection including redness, swelling, serous drainage, liquid pus collection at lead site and not well approximated. Lab work was positive for blood cultures, white blood cells were elevated, 11.2 k/ul, sed rate was elevated 90%. MRI showed small fluid collection within the ventral dural space posterior to l5 with edema at l5-s1. It was noted they did a pre-operative sterile scrub and sterile prep of the operative sites. Pre-operative intravenous antibiotics and intra-operative antibiotic irrigation was done. The patient was not tested for meningitis because they did not display symptoms of meningitis. The patient did test positive for bacteremia and synovial cyst. The devices were explanted and the pocket was irrigated and a hemovac was placed. The lead site was debrided and irrigated using iodinated solution. Ancef 2 gm intravenous and vancomycin orally was given. The patient was referred to infectious disease for continued treatment. The event was unlikely related to the device or therapy and related to the implant procedure. The outcome was ongoing with no further action needed. The patient had been seen in clinic (B)(6) 2014 and they were still on the vancomycin and were continuing to see the infectious disease doctor. The patient still had some swelling and redness to their posterior thoracic surgery site. Event resulted in in-patient or prolonged hospitalization and necessitated medical and surgical intervention. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).